Event description:
Event description boston scientific received information that concern was expressed regarding the longevity of this implantable cardioverter defibrillator (ICD). A memory disk data dump was completed and returned for analysis. Subsequently, this ICD was explanted and returned for analysis.